Event description:
Correction: siemens was notified by the customer on (B)(6) 2019 that the patient has not passed. The information contained in the initial report was false. The false information comes from the fact that in the complaint, it was stated that "the patient passed on (B)(6) 2019" instead of "the patient was tested, sampled on (B)(6) 2019." This is believed to be a translation error. Therefore this would not be a reportable event.

Manufacturer narrative:
Correction (from b-5): siemens was notified by the customer on (B)(6) 2019 that the patient has not passed. The information contained in the initial report was false. The false information comes from the fact that in the complaint, it was stated that "the patient passed on 07/25" instead of "the patient was tested, sampled on 07/25." This is believed to be a translation error. The initial MDR was filed in abundance of caution due information from the customer stating that the patient is deceased. Therefore this would not be a reportable event.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Also stated was that the measurement cartridge has been replaced and the instrument is operational. The cause or date of death is unknown (not provided by the customer) and there is no indication that the questioned result caused or could have caused or contributed to the death. This MDR is filed in abundance of caution due information from the customer stating that the patient is deceased.

Event description:
The customer reported discrepant sodium results run on the rp 500 when compared to results from another rp 500 and a non-siemens lab analyzer. Safety data information from the complaint states that the customer is not alleging harm to the patient due to the use of the device. The customer indicated that the patient has passed.